Event description:
Caller reported a cartridge alarm during the load process, and it was confirmed that the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer was educated by technical support on proper cartridge removal timing during the load process and acknowledged the instructions. A replacement pump with updated software was arranged, and the customer was advised on steps to take upon receiving the new pump, including returning the problematic pump.